Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient that when they attempted a charging session they were unable to start it and saw the reposition antenna screen on the recharger. The patient stated that they could not remember the last time they recharged their implantable neurostimulator (ins) but it had ¿been months.¿ the patient also stated that they felt ¿this thing¿ stinging and ¿popping¿ them at the site of the ins which occurred occasionally. This issue started in 2015. There were no reported changes to the ins site. On (B)(6) 2015 the manufacturer¿s representative reported there was an alleged overdischarge (od) on the ins. The patient stated that they had never been in an od in the past. It was noted that the patient did not know when they last recharged but they thought they last felt the stimulation a couple of months ago. A physician mode recharge (pmr) was performed and the resulting power-on-reset (por) was cleared. Follow up information received reported that the representative saw the patient on (B)(6) 2015 and did a ¿por.¿ the stimulation was reestablished and it covered all of the patient's painful areas. The issue was reported as resolved to the satisfaction of both the physician and the patient. The indication for use for the implanted device was noted as spinal pain. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).